Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned that they were having trouble with their stimulators but their lumbar stimulator problem was more significant. Pt mentioned that they were 50 feet away from the controller and got really strong signals in their back. Pt mentioned they could not obtain which settings their implant was set to. Pt stated they lowered the setting to 5 but could not raise it. Pt stated the stimulation kept lowering on its own. Pt mentioned that the next day they had muscles spasms in their abdomen and front of body. Pt mentioned both of their stimulators gave difficulty but the lumbar one is more difficult. Pt stated their program a and c have quit but program b worked a little. Pt mentioned their manufacturer representative (rep) was unable to use adaptivestim so they left the issue and programed b for lower stimulations for when pt had to lay down. Pt complained that the rep would not listen to their part of the story and they would just use their tablet, readjust and state "it looks okay to me". Pt mentioned their external equipment had been changed multiple times so there must be something off with internal software the patient was redirected to their healthcare provider to further address the issue. Patient services (pss) provided pt with national answering service number. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was scheduled to meet with the healthcare provider (hcp). Additional information was received from a manufacturer representative (rep). The rep reported that an impedance check was performed and showed avoid electrodes 3,4, 5, and 7. Program a and c both had programs using the avoid electrodes. Programs a and c were reprogrammed not using the avoid electrodes. The issue has been resolved. Information has been confirmed with the physician/account additional information was received from a manufacturer representative (rep). The rep reported that the cause wasn't determined. They are unsure how they could determine this information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) called back and stated previous information documented in this case. Pt stated they had a lumbar issue and that they were reprogrammed about 6 to 8 weeks ago. Their representative stated that 4 of the 16 connections to the spine didn't work and the rep made a lot of improvements. Patient services advised pt to continue working with their hcp and representative to address the lumbar issue.